Event description:
A customer contacted baxter's technical service center to request assistance ending therapy on the homechoice (hc) machine during day dwell 1 of 1. The home patient (hp) stated that the supply bag became disconnected. The technical service representative (tsr) assisted the hp to end therapy early. The hp would then start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp confirmed the separation, but did not know what caused it to occur. The hp advised that he was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported connection issue was confirmed and the root cause was determined to be the supply bag disconnected without falling.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.